Manufacturer narrative:
The device was received for evaluation. The unit arrived attached to two containers of 0.9 sodium chloride. A visual inspection was performed with the naked eye which showed that the tubing was separated from the spike. The reported condition was verified. Due to the condition of the unit no additional testing could be performed. The cause of the issue was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood/solution set was leaking. The leak was below the spike at the junction point with the tubing. The leak was discovered after spiking a stem cell bag with the tubing and while a patient was connected for therapy. The issue was resolved without further issue by replacing the set. There was no patient injury or medical intervention associated with this event. No additional information is available.